Manufacturer narrative:
Evaluation summary: review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reports a device with a broken door handle, found during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.